Event description:
The panorama telemetry system had lost communication. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the system. Corrections included replacement of the panorama tim pic card. The system was tested to factory's specifications. It functioned normally and was returned to use.